Event description:
While performing a laparoscopic cholecystectomy, the stryker insufflator went black, lost power, and suffered a catastrophic failure. We emergently called for another insufflator and performed basic troubleshooting on the failed machine with no success. Upon arrival, the new insufflator was connected and the surgery continued without further incident. The malfunctioning insufflator was sent to biomed for assessment and md requested follow up regarding the cause of the malfunction stating: "that was extremely dangerous." There was no harm in this event. This is not a recurring issue at our facility.